Event description:
The customer reported to customer service that the transformer for the pump she just received was cracked. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer on (B)(4) 2012, she indicated that she did not witness any smoke, fire, sparking, melting, or breach of the transformer housing that exposed underlying electronics, stating the housing was cracked on the side where the cord meets the adapter, but it did not expose underlying wires/electronics. The full complaint file was reviewed by quality mgmt on (B)(4) 2012 and was not found to meet the definition of a reportable event, as no inner electronics were exposed. The original product was received for eval on (B)(4) 2012. In summary, the product eval revealed that the transformer housing was cracked open, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Eval summary: a visual exam of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual exam of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.8 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 55.7 ohms, which is normal and indicates that the thermal fuse did not blow.